Event description:
It was reoprted by a distributor in another country that, "that a conmed detachport trocar was used in a surgical procedure. Two weeks following the procedure, the patient complained of pain and was taken back to surgery. A silicone seal was found in the patient's abdomen. It was believed to have dome from the trocar".

Manufacturer narrative:
No specific information was provided to conmed. A request was made for information regarding the catalog number, lot code, and patient condition. None of this information was provided. Without a catalog number, we have no way to verify that this is a conmed device. I cannot check on a baseline report without knowing the catalog number. A device history production record can not be reviewed without a reported lot code. We are unable to conduct a meaningful investigation, with this lack of information. We consider this complaint closed.